Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results. A complaint investigation was performed based on the event description and the assigned malfunction code malfunction cannot be determined. Additional information was requested to support the investigation; however, a lot number or any product specific information was not provided. No device, device components, or other visual or physical evidence was made available for evaluation. Consequently, visual inspection, retain-sample testing, or the assessment of potential product performance issues, component integrity, or manufacturing defects could not be performed. In response to the complaint and due to the absence of a specific lot number, a high-level review of manufacturing controls for the inset (autosoft xc) product family was conducted to document the routine controls used to detect potential defects at the product family level. The review identified the following controls in use for the inset (autosoft xc)product family, including: 100% leak and flow testing during final assembly. 100% visual inspections during packaging, verifying needle condition, tyvek seal integrity, contamination-free condition, and correct assembly. Sampling verification under aql 0.65, including visual and functional tests such as: burst test . Peel test. Flow and leak tests . Static tension test . Visual inspections for cannula, tubing, lid, heat shrink and assembly integrity. Corrective and preventive action (CAPA) plan determination . Based on the investigation, no further action is required. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Complaint investigation - conclusion. Based on the limited information available, the investigation was completed and no product malfunction was alleged or identified. The complaint could not be confirmed due to insufficient information, and the record is being closed based on the event description and the information provided in the complaint.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to the emergency room (ER) and got hospitalized on (B)(6) 2025.the patient was shifted to intensive care unit (ICU) as the blood glucose level was high and reached 600 mg/dl.the patient got treated with intravenous and fluids of saline and insulin.the suspected cause of the issue was ifs (infusion set) site failure.the patient got released from the hospital on (B)(6) 2025. No further information available.